Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode was missing on two of the sensors. Another sensor was inserted into the customer's body but did not blink. One sensor kept re-initializing, would accept one or two calibrations but then went to warm up again. Customer was advised to remove the transmitter and place on charger for a moment then reconnect. Customer's blood glucose was unknown. Customer will not be returning the sensors for analysis.